Event description:
A robotic instrument was inserted into the trocar when a piece of the internal trocar broke off and fell into the patient's abdomen. The piece was taken out along with the trocar, and an immediate sweep of the abdomen was done by the surgical team. The surgical team examined the trocar and piece that broke off and made sure that the piece that broke off was complete. No injury to patient.